Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During therapy, the thermogard ivtm system ((B)(4)) displayed an error message tcmid:02 (ce danfoss error). Another system was used to continue with therapy. No patient harm or consequence was reported on this event.

Manufacturer narrative:
The customer's report of the thermogard displaying tcmid:02 (cooling engine danfoss error) was confirmed during functional testing and archive review. The wire harness connector and cooling engine wire were replaced in order to remedy the reported complaint. The system was calibrated and tested. The console passed final functional test with no further issue. During functional testing, error message tcmid:02 was noted, thus confirming the reported complaint. A review of the event log was performed and found tcmid:02 error to have occurred on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).